Manufacturer narrative:
Correction made to a1: patient identifier: sk (previously submitted as unknown). Correction made to d4: unique identifier (UDI) #: (B)(4) [previously submitted as (B)(4)]. Correction made to e1: initial reporter first name: (B)(6) (previously submitted as ni). Correction made to e1: initial reporter last name: (B)(6) (previously submitted as ni). Correction made to e1: initial reporter facility name: na (previously submitted as (B)(6)). Additional information: h6 & h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date- 12/2025. D10: concomitant product (1): therapy date- (B)(6) 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿stopper¿ of twenty (20) minicaps did not work well. This was further described as ¿the liquid continued to overflow¿. This occurred after use of the devices for peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.